Manufacturer narrative:
It was reported that hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Images of both devices were provided in which the batch number for the bhr head was only partially readable. The full batch number used in this investigation was retrieved using the readable digits along with retrieval of purchasing reports and shipments of this batch to south africa. All evidence has been fully documented in the complaint. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without the medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices could not be performed. To date no revision medical records have been received. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event medical/clinical records are received, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: d4, d11, h4 and h5.

Event description:
It was reported a revision surgery due to elevated test results. Cup and head explanted.